Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. Image review: review of the provided image was performed by regulatory post market surveillance (rpms) analyst. The image of the suction irrigator instrument is consistent with the alleged issue of a detached instrument tip and broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator instrument tip was broken off on one side and the grip cable failed. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 19-may-2025: the grip cable snapped intraoperatively. No fragment fell into the patient¿s anatomy. A new instrument was opened to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The suction irrigator instrument was analyzed and found to have a dislodged snake wrist, causing misalignment of the wrist disks. There were no missing pieces and there was no damage observed to the snake wrist and/or the snake wrist cables. Wrist assembly was not straight and will not advance through a cannula. Grips and other components adjacent to the dislodged snake wrist did not show damage. Additional unrelated observation reported by site: the instrument was found to have a frayed snake wrist cable at the wrist disk. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other objects or hard surfaces.

Event description:
Refer to h11 for follow-up information.